Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found an external abrasion breaching the optima sheath only caused by friction to the device can.

Event description:
This report is to advise of an event observed during analysis.